Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the hospital after a syncopal episode. During interrogation, right ventricular (rv) lead oversensing and pacing inhibition was observed on the presenting electrogram (egm). It was also noted that the rv lead exhibited high pacing thresholds as well. Technical services (ts) provided programming optimization options and recommended for xray images for further evaluation. At this time, no adverse patient effects were reported. This ICD and rv lead remain in service.